Event description:
Customer reported getting a collimator error. Broken wire in the high voltage. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.